Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported the (B)(6) male patient was implanted with an impella cp device for mechanical circulatory support. The patient was reported to have had unattainable pulses in either leg, without mottling. The act value was 263. A day post-implant, the patient suffered ventricular fibrillation arrest requiring increasing amounts of vasopressors. Further information noted survival outcome at explanted indicated the patient expired. Medical safety review of the event noted there is not have enough information to exclude impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The root cause of the limb ischemia and vf/vt/af/at could not be determined as insufficient clinical details were provided. Device or logs were not returned either.